Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with constant pain that instensified with use of the device. The patient was advised to follow up with their physician for evaluation. There has been no surgical intervention and no additional patient complications reported.